Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected, and it was found with a dark color under the pebax. A second closer inspection was performed and the pebax was found damaged (hole) with a dark colored foreign material inside. Then, the catheter was connected to carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested, and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint regarding force issue was unable to duplicate during the product investigation however, the foreign material inside the pebax area found could be related to the reported issue. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that before ablation was started the contact force was displayed normally, but after ablation started, contact force display became ¿hi¿. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one. There were no patient consequences. The customer¿s reported issue of high contact force is not considered to be MDR reportable since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. On 4/10/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection found a ¿dark color¿ observed under the pebax. This was assessed as not reportable since there was no indication that the integrity of the device was compromised. On 4/23/2020, during a second visual inspection, it was found that pebax had a damage (hole) with a dark colored foreign material inside. This finding was assessed as an MDR reportable malfunction since evidence shows the device integrity is not maintained. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual inspection on 4/23/2020 and reassessed this complaint as MDR reportable.